Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers mother reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 500 mg/dl. Customer also received insulin flow block alarm. Customer stated that they changed the set and they noticed that the cannula was bent. The device will not be returned for analysis.